Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The device was returned locked open. It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing.

Event description:
During a convergant with laa clip, pro2 case, the surgeon had the pro2 lock-up on the first opening (out of package and outside of patient). So the surgeon then used a pro1 to occlude the laa. Additional information received. Per video sent during the case, the pro 2 clip, outside of the patient, after the clip was unlocked, the clip would not close. The doctor attempted to close the clip x3 and stated it would not close. He then stated that he would use the pro1. The case proceeded without any further incidents with the pro1.